Manufacturer narrative:
(B)(4).

Event description:
During follow up, manipulation of the pacemaker pocket caused lead noise. Subsequent provocation tests revealed undefined noise signals. The header of the pacemaker was suspected to be damaged and it was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Evaluation summary: upon analysis, the device was in good working condition with normal functionality. Although telemetry showed noise reversion alerts, it could not be reproduced during analysis. The device passed temperature cycle and vibration tests with no anomalies. The crosstalk test was performed in nominal and field settings, and no noise was observed. The device's outputs were monitored with an oscilloscope and the output waveforms were normal. Electrical, mechanical and environmental test results indicated the device exhibited normal characteristics. Visual examination of the device, including set screws and connector ports revealed no anomalies.